Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No excessive no delivery error alarm noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 400 mg/dl. The customer reported that she had presence of ketones and that the insulin pump alarmed no delivery excessively. The blood glucose reading was in the 300 mg/dl range, and she treated with the insulin pump and manual injection initially, but then they rose to 400 mg/dl. She was treated with fluids and manual injection upon admission. She declined troubleshooting assistance for the no delivery alarms, stating she had already gone through it twice before. She requested replacement of the insulin pump. Nothing further reported.